Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that a white powdery residue was found inside the battery compartment during a routine battery change. It was noted that there was no damage to the battery compartment or the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during evaluation, the top of the battery compartment was found to be cracked. There was evidence of corrosion found inside the battery compartment. A leak test revealed a battery compartment leak. The pump cover was removed and there was no evidence of moisture found in the pump¿s main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.